Event description:
The device was used during an esophagectomy. Reportedly, the suture disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.